Manufacturer narrative:
The device history record for the reported lot indicated that there were no manufacturing related issues. A root cause was undetermined based on the samples that were provided for analysis. The sponges were received in an unfolded state. The intended use of the sponge is to remain in the 4"x4" folded state. The purpose of the sponge is to maintain the 4¿x4¿ form in order to eliminate the sponge from linting, fraying, shredding and losing its absorbency. This complaint will be used for trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the 4 x 4 sponges were easily fraying and coming apart.